Event description:
It was reported that pump had an unresponsive touchscreen along with problems charging, including issues with charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support only documented email details with no additional follow-up information obtained.